Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis patient experienced a break in aseptic which resulted in an abdominal infection. There was no further description as to what constituted the breach. It was not reported if the patient was hospitalized for the event. The doctor used unspecific drugs for anti-inflammatory treatment. At the time of this report, the patient has recovered from the event. It was not reported if the patient was retrained on proper technique. Dianeal therapies were ongoing. The reported declined follow up. No additional information is available.